Event description:
It was reported the remote monitoring transmissions indicated the device sensing integrity count had been incrementing. It was noted that the patient reported using a tens unit due to arthritis for some time leading up to the transmissions. The device will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.